Manufacturer narrative:
(B)(4). Also was explanted pxc181400/10717095. Rmt281416/10592164 (B)(4). Pxc181400/10717095 (B)(4). Further information was requested.

Event description:
On (B)(6) 2012, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The patient presented high blood pressure as a cardiovascular risk factor. On (B)(6) 2016, the devices were explanted due to aneurysm growth to 70 mm. No endoleak was detected. Further information was requested.

Manufacturer narrative:
The additional information regarding this event was requested from the hospital but it is not available. The explant analysis is in process. Further information will be provided.

Manufacturer narrative:
The explant analysis shows the following: submitted in formalin was a gore® excluder® aaa endoprosthesis; one trunk fragment ¿ ipsilateral leg endoprosthesis (bifurcated body) and one contralateral leg endoprosthesis fragment. Tissue present: yes minimal, scattered plaques of friable red brown material and yellow/ tan material. All lumens are widely patent. Comments: the contralateral leg fragment was contained within the contralateral gate of the bifurcated body. The distal aspects of the contralateral leg and the ipsilateral leg of the bifurcated body were both transected. From gross images all material disruptions (i.e., material and wire transections), appear to be consistent with cutting by sharp surgical instruments (i.e., scissors) likely used during the explant procedure. Based on review of the report and the conclusion, no additional analysis is requested. Based on the available information, no structural defect which could explain the aneurysm growth revealed. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and surgical conversion.